Event description:
It was reported that the patient presented in clinic with increasing thresholds on the left ventricular lead. It was believed that the lead could have dislodged. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.